Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message was confirmed in the system's event log data and during functional testing. The root cause of the tcmid:07 error was the malfunctioning lm34 temperature sensor, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in march 2017 and is over 7 years old. Reviewing the system's event log data revealed a tcmid:07 error message around the reported event date, confirming the reported complaint. The thermogard system failed the preliminary functional testing with a tcmid:07 error, confirming the reported complaint. The malfunctioning lm34 temperature sensor was replaced to address the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).